Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was damage around the display screen of their pump and that there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2014 with the following findings: there was moisture condensation observed behind the display screen. The pump powered on with audio and vibration but the display remained blank. The pump failed a leak test as a result of a crack between the display lens and the case seal. The pump¿s cover was removed and moisture corrosion was found all over the printed circuit board and the display screen. The battery compartment was undamaged; the returned cap was undamaged and able to fit to maintain an electrical connection.